Event description:
It was reported to boston scientific corporation that three cre rx dilatation balloons were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the first device went into the scope and when they removed the device, the black part got stuck and detached in the scope, unnoticed. The attempted to put two consecutive cre rx into the scope but it couldn't pass the scope because at the time they did not realize that the black piece from the first device was still stuck in the scope. The procedure was completed with a cre wireguided balloon instead. After the procedure was completed, they realized that the black piece was still in the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.